Event description:
Per received report: the coil was released unexpectedly when it was not placed in the right position.

Event description:
Additional information received from the affiliate indicated that the coil was moving through the micro catheter when the coil was released unexpectedly inside the micro catheter (it happen during initial advancement thru the mc), there was no resistance at all. There was no reposition, in fact due to the unexpected release of the coil, all the system was removed from the patient and the coil stayed into the micro catheter and never reached the aneurysm. No additional intervention was performed. The entire system was removed from the patient with no patient impact. Follow up information indicated that the microcatheter information could no longer be retrieved. No additional information regarding the microcatheter is available.

Manufacturer narrative:
The product will be returned for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
When the 10 mm x 20.3 cm micrusphere 10 platinum microcoil was initially being advanced through the unknown microcatheter the coil released unexpectedly. There was no resistance at all during the advancement. The entire system including the coil was removed from the patient as a unit with the microcatheter. There was no patient impact or additional intervention required due to the event. The device positioning unit was received for analysis. The unknown microcatheter and coil were not received for analysis. There were two severe kinks located at 27.54cm and 32.0cm from the proximal end. Based on the analysis of the returned device, the coil was mechanically severed. Possible factors that can contribute to the coil being mechanically detached include anchoring of the coil while being retracted. However, based on the information reporting that the coil was being advanced without resistance when the event occurred and without the return of the concomitant microcatheter and coil, no further analysis can be completed and root cause of the unintended detachment of the coil or contributing factors leading to the complaint event cannot be determined. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
There is very limited information received concerning this complaint. The unidentified microcatheter and the coil were not returned. Even though the circumstances concerning this complaint are unknown, there may have been multiple contributing factors to the coil being mechanically detached. Concerning the unintended detachment, the coil first became anchored and then was retracted while still being anchored. This most likely produced the unintended detachment of the coil. It is unknown if this incident occurred inside the microcatheter or during the repositioning of the coil inside the aneurysm. Without the identification or the return of the microcatheter and the coil used in the procedure, it cannot be determined if these components contributed to the complaint event. In addition, without a detailed event description of the complaint, no further analysis can be completed in determining the exact root cause of the unintended detachment of the coil or of the contributing factors leading to the complaint event. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time.